Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that during preparation of the device, when the physician was wetting down the stent, the stent was inadvertently pulled off the delivery balloon. The device never entered the patient. The procedure was completed successfully with another of the same device. There is no additional event or patient information available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the united states.

Manufacturer narrative:
(B)(4). Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the balloon and in the guide wire lumen. There was no contrast visible. The stent implant was dislodged from the balloon. The stent implant was stationary on the balloon; however, the proximal end of the stent implant was located 3 mm proximal to the distal balloon marker. The distal end of the stent implant was slightly smashed. There were crimp marks on the balloon in between the markers. There was no other damage noted to the stent implant. The balloon was tightly folded. There was a kink in the distal shaft 1.3 cm distal to the guide wire exit notch. There were multiple bends in the hypotube distal to the strain relief tubing. There was no other damage noted to the sds. The protective sheath was not returned. Measurements were taken of the proximal and distal stent implant outer diameters and these met manufacturing criteria. The middle stent implant outer diameters were oversized. These did not meet manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned product. The stent implant was returned dislodged from the balloon. The stent implant was stationary on the balloon; however, the proximal end of the stent implant was located 3mm proximal to the distal balloon marker. The distal end of the stent implant was slightly smashed. The proximal and distal stent implant outer diameters were measured and met manufacturing criteria. The middle stent implant outer diameters were oversized and did not meet manufacturing criteria; however, this oversizing most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon shoulders. The protective sheath was not returned. Stent dislodgement prior to use can be influenced by many factors, including, but not limited to: improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, forced sheath removal, and handling of the stent during preparation. To help ensure that the stent dislodgment is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage, and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. It was reported that during preparation of the product, the physician was wetting down the stent and inadvertently pulled the stent off the sds balloon. It should be noted that the promus instructions for use states: do not manipulate, touch, or handle the stent with your fingers which may cause coating damage, contamination, or stent dislodgement from the delivery balloon. In this case, it appears that the handling of the stent during preparation for use contributed to the stent dislodgement and stent damage. Analysis also noted a kink in the distal shaft, located distal to the guide wire exit notch, and multiple bends in the hypotube distal to the strain relief tubing. The kink and bends were not initially reported and likely occurred as a result of handling during preparation or from handling of the product during packaging/shipment back to abbott vascular for evaluation. The kink and bends do not appear to have contributed to the stent dislodgement. A review of the manufacturing records did not reveal any nonconforming material records (ncmr) for this lot that could have contributed to the reported difficulties and all lot release testing met specification. Additionally, a query of the complaint handling database was performed and there was one incident reported for stent dislodgement for this lot. However, there have been no other incidents reported for incorrect preparation of the product or stent damage for this lot. In the incident, the stent dislodged during an attempt to cross through a previously implanted stent; this difficulty appeared to be related to operational context of the product and not a product quality deficiency. A conclusive root cause for the stent dislodgement could not be determined, however, there is no indication of a product quality deficiency. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force. This MDR is considered closed by the product performance group.